Event description:
Boston scientific received information that an infection was identified in the patient. The system was explanted and replaced. The hospital will keep the system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.